Manufacturer narrative:
One section of the log files covering user interactions with the device and the alarm situation was already overwritten since the device was further used. The error log section includes no hints for device malfunctions. Evidence could be found that the device passed the self test in the morning without deviations and that around the time for which the beginning awareness was recognized, a negative pressure was recognized. This indicates coughing or spontaneous breathing and confirms the user's report in that detail. The device was tested in follow-up of the event and did not exhibit any further problems. The user reported back that "fresh gas low" and "leakage" alarms were posted and that all gas exchange and ventilation parameter were within expected range throughout the whole procedure. However, there's no proof for that due to the overwritten log file part. The presence of a leakage in the airway system seems likely; another reasonable explanation for the beginning awareness would be that the patient's response to the level of anesthetics was different to what the user expected.

Event description:
Please refer to initial MFR. Report #9611500-2016-00291. Remark: it was reported initially that the user was disconnected from the device. This was a mistake; it should read instead that the patient was disconnected from the machine.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, the user wanted to test the anesthesia machine for leakages. Consequently the user was disconnected and ventilated manually with an ambu-bag. Immediately after that the user noticed that the patient woke up (spontaneous movements and rearing up). There was no injury reported.